Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the patient died. The 80% stenosed target lesion was located in the non-tortuous and non-calcified unprotected left main to left anterior descending artery (lad). During percutaneous transluminal coronary angioplasty (ptca), a 3.50 x 24mm synergy stent was implanted to treat the target lesion and the patient was stable post procedure. In the evening, the patient experienced a blood pressure drop and tachycardia, and subsequently expired. It was further reported by the physician that an aortic perforation had occurred and the synergy stent had no role in the patient death.

Manufacturer narrative:
Age at time of event: (B)(6) or older.

Event description:
It was reported that the patient died. The 80% stenosed target lesion was located in the non-tortuous and non-calcified unprotected left main to left anterior descending artery (lad). During percutaneous transluminal coronary angioplasty (ptca), a 3.50 x 24 mm synergy stent was implanted to treat the target lesion and the patient was stable post procedure. In the evening, the patient experienced a blood pressure drop and tachycardia, and subsequently expired.